Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and barbed suture was used. It was reported that the customer stated that the suture and needle kept coming off like a ¿pop¿ or ¿control release¿ suture. Multiple suture needles in the same procedure did this and then one needle tip broke of near the needle point itself. Needle point was thought to have landed inside the patient. X-rays were taken, but the needle point was not recovered. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/26/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: - please confirm the quantity of devices involved in the reported event. (B)(4). - name of the procedure? Total knee arthroplasty. -what was being done when the needle pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During passage through the tissue. -did the needle fall into the patient? If so, please provide the following information: yes, needle had to be retrieved from tissue twice. On third instance, the needle tip was broken off in patient. -were x-rays taken to locate the needle? Yes. -was the needle removed from the patient during the same procedure? Yes, but on third instance, tip was never found. C. Does the needle remain in the patient¿s tissue? Unknown, not seen on xray d. "What tissue structure is it located? Knee. E. Are any plans in place to remove the needle in future?" No. -if retained, what is the surgeon's opinion of consequences to the patient? Can¿t confirm retained, no consequence to patient as of now since unknown. It was reported that "¿one needle tip broke of near the needle point itself...." - what is the surgeon's opinion of the possibility of the needle being retained in the patient? Are there any plans to continue searching for the needle point inside the patient or any different post op treatment? Can¿t confirm retained, no consequence to patient as of now since unknown. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6) - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Given in person back to rep. A device has been received; however, clarification is requested whether the product belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: -product code sxpp1a445, lot 100d7a. 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. One empty open box and thirteen representative unopened samples were received for analysis. Product code sxpp1a445, lot tlmdqu. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No product defect was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code sxpp1a445, lot 100d7a. This complaint is for product code product code sxpp1a445, lot tlmdqu. Please clarify if the additional device belong to this complaint? Yes. If yes, did a device malfunction occur during the same procedure? Yes. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. It was reported. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible.